Event description:
The customer reported this right atrial lead was surgically abandoned (capped) due to intermittent loss of capture. A new lead was successfully implanted and to date, no adverse pt effects were reported. The lead was actively implanted for approximately 9 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. No additional info is available at this time. If additional info becomes available, the event will be re-evaluated. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.